Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test, occlusion test, or lock reservoir into place due to missing retainer. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received no delivery alarm. Their blood glucose is 11.0 mmol/l. During troubleshooting, the customer stated that a nurse informed her that she was using the correct infusion set. The customer has tried all remedies. The insulin pump is being returned for analysis.